Event description:
It was reported that the system was explanted due to infection. Since the patient was pulse generator dependent, same device was used as an external device with a new right ventricular lead. The patient received a new system on (B)(6) 2017. The patient was stable post procedure.